Manufacturer narrative:
The information described in this report was collected by (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the (B)(6). Therefore, further investigation is not possible. The lot number of the gore device was not provided. Therefore, a review of the manufacturing records could not be performed and the UDI number is not available. The causes of the distal extension of the dissection and aortic expansion were not provided.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2015, a patient underwent emergent treatment of an acute symptomatic dissection extending from zones 3 to 11. A conformable gore® tag® thoracic endoprosthesis was reportedly implanted from zones 3 to 4. The device was reportedly delivered and deployed with no issue and successfully covered the primary entry tear in zone 3. The celiac artery, superior mesenteric artery, both renal arteries were bypassed during the procedure. On an unknown date approximately 30 days post-operatively, imaging identified false lumen perfusion distal to the treated area, distal extension of the dissection, aortic enlargement > 5 mm within and distal to the treated area. There was no reported endoleak, retrograde dissection, or additional procedures related to the dissection treatment. Additional event details are not available.